Manufacturer narrative:
Corrected data: the device was not returned for evaluation. Conclusions: the event was not confirmed. It has been confirmed that this event is within the scope of a CAPA opened for exceeded complaint rate for da impactor bolt (p/n 1440-2011) disassembling from cup. Not returned to the manufacturer.

Event description:
The doctor performs a direct anterior approach to a total hip. When implanting the cup with the direct anterior curved cup impactor, the magnetic peg became locked into the threads of the cup and could not be removed. The cup had to be wasted and the peg is still attached to the cup.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The doctor performs a direct anterior approach to a total hip. When implanting the cup with the direct anterior curved cup impactor, the magnetic peg became locked into the threads of the cup and could not be removed. The cup had to be wasted and the peg is still attached to the cup.

Manufacturer narrative:
An event regarding a disassembly issue for a cup impactor bolt from an associated shell was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection: the device was visually unremarkable. Functional analysis: the returned bolt was successfully disassembled from trident shell (catalog 542-11-50e ) without resistance. Therefore, the reported event could not be replicated. Medical records received and evaluation: not performed as patient factors did not contribute to the reported event. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been one other similar event for the reported lot. Conclusions: the event was not confirmed. It has been confirmed that this event is within the scope of a CAPA opened for exceeded complaint rate for da impactor bolt (p/n 1440-2011) disassembling from cup.

Event description:
The doctor performs a direct anterior approach to a total hip. When implanting the cup with the direct anterior curved cup impactor, the magnetic peg became locked into the threads of the cup and could not be removed. The cup had to be wasted and the peg is still attached to the cup.